Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the products and the reported information. The customer reported that patients were treated at fully extended table and that there was concern that the dose may not have been calculated correctly with pinacle. In this scenario, the treatment table that the patient lies on was fully extended so that the high-density (metal) parts of the table were in the beam path. When a patient is treated with the treatment table in this position, the dose attenuation would result in an underdose that is possible to compensate for (non-serious). Mosaiq did not have any malfunction and was found to be working as designed and intended. An investigation was also performed on the versa hd linac. Elekta performed a risk assessment and assessed the severity to be "non-serious" and probability to be "implausible" if this were to re-occur. The risk assessment concluded that the risk is considered low (see MFR no 9617016-2024-00005, elekta ref. #(B)(4)).

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
Customer reported a concern that the dose may not have been calculated correctly.